Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy pacemaker (crt-p) underwent a surgical procedure for an unspecified reason. During the procedure it was reported that the physician cut the distal portion of the non-boston scientific right ventricular (rv) lead. After the lead was cut, the physician attempted to gain rv pacing by adjusting programming. Boston scientific technical services (ts) reviewed the information and indicated that the pacing attempt was off-label and recommended that a new rv lead be implanted. No additional adverse patient effects have been reported. This device remains in service.